Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: unavailable. Omnipod software app version: unavailable. Smartphone operating system: unavailable. Smartphone hardware: unavailable. Cgm sensor type: unavailable. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported their blood glucose (bg) levels rose over 400 mg/dl, while wearing the pod. The pod was reportedly placed the morning of (B)(6) 2025 on the abdomen. They reported activating the activity feature from 10:30 a.m. Until approximately 11:30 a.m. The patient reported after their sports activity, bg levels measured at 49 mg/dl, which was confirmed through a capillary test. They reported feeling weakness and took oral re-sugar to treat the low bg values. Around 1:00 p.m. Their bg levels normalized at 187 mg/dl. The patient reported forgetting to take a meal bolus, which lead to their bg levels rising to 360 mg/dl. They reported taking a bolus of 14 units at 2:00 p.m. Their bg levels remained high and at approximately 5:00 p.m. The sensor read 360 mg/dl, and the capillary test measured 378 mg/dl. The patient reported around 5:05 p.m. They administered a bolus of 9 units and experienced pain. At approximately 5:30 p.m. The patient replaced the pod, and found the cannula was bent. They reported between 6:00 p.m. And 8:30 p.m. Their bg levels were over 400 mg/dl and therefore undetectable on their dexcom sensor. A capillary test measured bg levels at 520 mg/dl. The patient reported that around 8:30 p.m. They administered a bolus of unspecified amount via an insulin pen, which lowered bg levels to 145 mg/dl by approximately 10:00 p.m.